Event description:
It was reported that post-paced t-wave oversensing was observed. Programming changes were recommended. No actions were taken. Device remains implanted and patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.